Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge was in accurate. Reportedly, the customer reloaded the same cartridge to resolve the issue. In addition, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the customer changed the cartridge to resolve the issue. The customer's blood glucose level was 217 mg/dl.